Manufacturer narrative:
(B)(4). Date sent: 1/14/2021. Video received. Upon visual inspection of ten videos, the following was observed: the videos from a, b, c, d show some trocar pass through of tissue and a surgical instrument was noted cut and cauterization the tissue. The video e shows tissue and at the 6:09 mark a device with a green reload loaded is introduced. At the 6:13 mark the tissue is placed on the jaws of device. At the 6:44 mark the device is reposition on the tissue and at the 6:55 mark the device is removed without fired the device. At the 7:09 mark a device is introduced with a black reload loaded and placed on the tissue. At the 8:52 mark the device is fired and removed of tissue. The cut and staple line appears to be as expected. At the 9:33 mark a device is introduced with a black reload loaded and placed on the tissue. At the 11:03 mark the device is removed and some b-formed staples can be seen stuck on the proximal end. The video f shows a staple line on the tissue. At the 0:37 mark a device is introduced with a black reload loaded and placed on the tissue. At the 1:36 mark the device is fired and removed of tissue and the cut and staple line appears to be as expected. At the 2:37 mark a device is introduced with a black reload loaded and placed on the tissue. At the 3:45 mark the device is fired and removed of tissue and the cut and staple line appears to be as expected. At the 4:16 mark a device is introduced with a green reload loaded and placed on the tissue. At the 5:27 mark the device is removed of tissue and the cut and staple line appears to be as expected. At the 5:59 mark a device is introduced with a green reload loaded and placed on the tissue. At the 7:43 mark the device is removed of tissue and the cut and staple line appears to be as expected. At the 8:16 mark a device is introduced with a white reload loaded and placed on the tissue. At the 9:08 mark the device is removed of tissue and the cut and staple line appears to be as expected. At the 9:29 mark a needle/suture combination is introduced and suture the tissue. The video g shows a needle / suture combination suture the staple line. At the 4:11 mark a slightly leak was noted while suturing. The video h shows a needle/suture combination suture the staple line. Based on the videos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: the surgeon was asked if any staple formation issues were noted during procedures. He replied no and that he fires with the cartridge down to fully visualize/inspect the staple legs after firing. He stated that there was nothing different about these patients- not especially high risk, pretty normal. He stated that there was nothing different about these patients- not especially high risk, pretty normal. No leak test is performed on sleeve patients, only gastric bypass.

Event description:
It was reported that the physician reported to me today that a sleeve case of his from 2-3 weeks ago had a post op leak somewhere in the 3rd or 4th staple line that was discovered when the patient became symptomatic post operatively. Patient did have to be stented post operatively endoscopically and is doing fine for now. No staple line reinforcement used, seromyotomy performed (which is unusual for them), patient went on to have mid body sleeve leak which was managed with endoscopic stenting.